Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during/before an unknown procedure, the proximal part of the flexible tip was cracked before use. Another device was used to complete the procedure. There were no adverse consequences for the patient.